Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and migraine ("migraines/headache"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: unregulated"). In (B)(6) 2012, the patient experienced uterine disorder ("reproductive system disorder : uterine biopsy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), psychological trauma ("psychological injury"), bladder disorder (" bladder problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2012 underwent ablation) and uterine biopsy. Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, uterine disorder, vaginal infection, psychological trauma, bladder disorder, fatigue, nausea, weight increased, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: result of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received : events- "hormonal changes describe: unregulated, abnormal bleeding (vaginal), migraines/headache, uterine disorder" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and migraine ("migraines/headache"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: unregulated"). In (B)(6) 2012, the patient was found to have biopsy uterus ("reproductive system disorder : uterine biopsy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), psychological trauma ("psychological injury"), bladder disorder (" bladder problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2012 underwent ablation) and uterine biopsy. Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, biopsy uterus, vaginal infection, psychological trauma, bladder disorder, fatigue, nausea, weight increased, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, biopsy uterus, bladder disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Essure removal not planned as the patient is unable to afford surgery. Essure insertion date provided in pif : (B)(6) 2008 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result of confirmation test: bilateral occlusion; on (B)(6) 2008: unremarkable hysterosalpingography except both fallopian tubes do not fill with contrast due to the presence of the coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received-new reporter, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and migraine ("migraines/headache"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes describe: unregulated"). In (B)(6) 2012, the patient was found to have biopsy uterus ("reproductive system disorder : uterine biopsy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), psychological trauma ("psychological injury"), bladder disorder (" bladder problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2012 underwent ablation) and uterine biopsy. Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, biopsy uterus, vaginal infection, psychological trauma, bladder disorder, fatigue, nausea, weight increased, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, biopsy uterus, bladder disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Essure removal not planned as the patient is unable to afford surgery. Essure insertion date provided in pif : (B)(6) 2008(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result of confirmation test: bilateral occlusion; on (B)(6) 2008: unremarkable hysterosalpingography except both fallopian tubes do not fill with contrast due to the presence of the coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.